Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a constant alarm due to a defect on the remote frequency board. Unable to verify the motor error alarm due to the constant alarm. However, the motor was tested outside of the device and it passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer could not get her sensor to connect to her insulin pump and received a motor error alarm once it did. Her blood glucose was 150mg/dl at the time of reporting. She was advised to revert to her backup plan. The insulin pump is being replaced. No additional information was reported.